Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was heparin-induced thrombocytopenia (hit) positive. Bicarb was added to purge and argatroban given for anticoagulation. The patient remained on impella support and was successfully weaned.